Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements since (B)(6) 2020, measuring greater than 125 ohms. There has also been a gradual increase in the rv pacing impedance since the end of (B)(6) 2020. Technical services (ts) reviewed device data and recommended lead troubleshooting to evaluate for potential lead impairment. No adverse patient effects were reported. This rv lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements since (B)(6)2020, measuring greater than 125 ohms. There has also been a gradual increase in the rv pacing impedance since the end of january 2020. Technical services (ts) reviewed device data and recommended lead troubleshooting to evaluate for potential lead impairment. No adverse patient effects were reported. This rv lead remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.